Manufacturer narrative:
During testing, it was noted that there was leakage from the disposable batteries in the battery compartment and middle printed circuit board. This was due to the disposable batteries. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a customer contact report of replace the lithium battery. This does not indicate a reportable event. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device and middle printed circuit board.